Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence it was reported that they were still having bowel issues and, within the past year and a half, developed urinary incontinence. Patient's urologist just discovered patient had an ins, and instructed them to use that for symptom management. Patient mentioned they had been on overactive bladder medication, oxybutynin, which, in conjunction with the ins, caused patient to develop urinary retention. When asked for event date of bowel issues, patient reported since implant they went from 90% lack of control to 50% lack of control, and later stated they thought they were having 50% improvement in bowel symptoms, but still has diarrhea everyday. No specific date was provided. Agent walked patient through connecting to ins. At that point, a thorough explanation of how ins works to manage symptoms was provided. Agent reviewed differences between programs. Agent also reviewed goal of stimulation being felt strong yet comfortably in the bicycle seat area. Patient did not actively adjust settings while on the call, but stated they would be doing so. Patient will continue to monitor symptoms after settings are adjusted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.